Event description:
It was reported that during a ptca procedure of a bifurcation of a lad/diagonal, a balloon separation occurred. Reportedly, as the second dilatation catheter was advanced over the wire, resistance was met and therefore, the first dilatation catheter was retracted. Upon removal of the first dilatation catheter it was noted that the distal portion had separated. The second dilatation catheter was then removed and the separated portion was found encasing the tip. Reportedly all fragments were retrieved from the anatomy and no pt injury occurred.